Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and the excessive no delivery test. Unit communicated properly with the glucose sensor simulator and the transmitter. The test bg value was displayed on the sensor graph. Unit also communicated properly with the bg meter. The bg value on meter was displayed on pump screen. The motor passed motor test. Unit had a scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had recently been experiencing high blood glucose levels which she was treating with an insulin pen and the insulin pump. Customer reported that she recently had a blood glucose level of 441 mg/dl. Blood glucose level at the time of the call was 236 mg/dl. The customer also reported that she recently took the insulin pump through an airport body scanner, but had not received any alarms. The customer requested that the insulin pump be replaced and returned the device for analysis.